Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the patient did not experience any symptoms. The implantable neurostimulator (ins) was turned off by medical decision, which led to the overdischarge. The issue was resolved after completing five physician mode recharges (pmr). No additional actions or interventions were taken or planned. The ins was recovered from overdischarge and in normal operation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via a manufacturer representative that the implantable neurostimulator (ins) was overdischarged. Three physician mode recharges (pmr) that each ran the full 60 minutes were attempted, but the ins could not be restarted. The ins had not been charged for about eight months. The manufacturer representative wanted to know if there was a limit to how long after overdischarge the ins could be restarted or if there could be a problem with the recharging system. No further patient complications were anticipated.